Event description:
The patient had a mediport placement. There were no reported complications with insertion. A chest x-ray 9 days later re-confirmed placement. Nineteen (19) days after placement, the patient complained of pain above the port. She went to a community hospital the next day, where chest x-ray confirmed placement. That hospital also performed an ultrasound of the site and dye injection with fluoroscopy. The radiologist reported that there was a wisp of dye at the tip of the catheter, and reconfirmed placement and patency. The patient came to our facility for treatment the following day. The blood return was sluggish yielding approximately 1cc, however the mediport flushed easily. The needle was changed, and again only yielded a 1 cc blood return. Heparin was injected and dwelled yielding no change. There was no swelling at the site. A chest x-ray was ordered, but not immediately reviewed by the oncology staff, which showed abnormal position of left venous catheter with curved tip in lower lateral right atrium against the atrial wall and the other end detached in midportion of left subclavian vein. The patient had a retrieval of the catheter tip the following day, and did well following the removal. The catheter tip was not saved by the interventional radiologists, although they did report that the housing for the catheter was clamped down with the securing screws in place.